Manufacturer narrative:
Quality assurance analysis revealed the brachial and femoral marker were within product specification. Quality engineering was unable to verify this product issue. Quality engineering has concluded that no corrective action is available at this time. As part of the quality process, all products are 100% inspected and pressurized for measurements and leaks. In addition, all products are audited and samples are taken for separate reliability inspection and testing to verify that only acceptable product is released. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca procedure it was noted that the location of the brachial and femoral markers were out of spec. Upon advancing the dilatation catheter into the guiding catheter up to the femoral marker, the balloon was already in the coronary. Reportedly no pt injury was associated with this event.